Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was done with two proglide devices using the pre-close technique via a 6f sheath hole prior to a thoracic endovascular aortic repair (tevar) procedure. The sheath was upsized to a 22f and the tevar procedure was completed. Reportedly, post procedure, the suture knots were successfully advanced to the vessel wall and tightened using the suture trimmer without issue; however, there was still significant blood oozing. A vascular surgeon was called upon to manage and close the site. Hemostasis was achieved via surgery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.